Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. The returned device did not detect any performance issues, but the calc ulated longevity result of 86% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 5568 implantable pacing lead, (B)(6) 2010; 511211 competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was suspected of early depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.